Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump to address the bg. Customer continued to use the pump for insulin therapy.